Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating. Reportedly, pump resets were performed as an attempt to resolve the issue but the pump would no longer turn on. There was no reported impact to customer's blood glucose. Reportedly the customer reverted to an alternate form of insulin therapy.